Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. On 10/2001, patient's blood glucose was 169, and 129 mg/dl. Tests were done 10 minutes apart. Patient did not experience any adverse events. No further info has been reported.